Event description:
A 68-year-old female with an indication for use of acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d, was supported with an impella cp implanted percutaneously via the right femoral artery on (B)(6) 2026 at 09:10 am and explanted on (B)(6) 2026 at 08:00 pm. During routine rounds, blood was noted in the urine, accompanied by a drop in hemoglobin; the patient received a blood transfusion the prior day. An echocardiogram was performed the morning of the observation, and the physician was notified of a decreased plasma-free hemoglobin (p level). Subsequently, the urine appeared clearer, and a repeat echocardiogram was planned. The patient survived to explant and was reported as stable. Based on the information provided, there is no evidence to suggest that the impella device malfunctioned; the event appears consistent with the patient¿s complex clinical condition.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.